Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) complained over the last few months his drg stimulation has stopped providing him with effective pain relief. Reprogramming has been tried by the physician and a sjm representative with no positive effect. Follow up identified the physician decided to replace the patient's drg system with a competitor's.